Event description:
Clinic notes were received by the MFR which revealed that the pt was hospitalized in (B)(6) 2011. Upon follow-up, it was reported that the pt's mother took the pt to the emergency room due to a very bad seizure. The pt had generator replacement surgery due to battery end of service, eri=yes. Attempts for additional info have been unsuccessful thus far.